Manufacturer narrative:
Na

Event description:
The customer reported the ventilator would restart and alarm when powered via external battery. The customer reported the ventilator was not in use on a patient, therefore, there was no patient involvement or harm. The respironics service technician verified with the customer that the ventilator would restart and alarm when powering it on with the external battery powered on. The respironics service technician recommended to the customer that the external battery be replaced to correct the problem.